Event description:
Country of complaint: (B)(6): the suture breaks too easily and they notice a soft inflammatory reaction.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: (B)(4) unopened pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. A minimum of (B)(4) samples would be preferred because it is the minimum number of units that requires the (B)(4). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: "as for all sutures after implantation a transient inflammation,temporary irritation and infection at the wound site may occur occasionally." "When working with premicron® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked." Final conclusion: complaint is not justified. Although the results of the samples received fulfills the OEM, note will be taken of this incidence in order to assess if new or additional actions are needed. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going